Event description:
Pt came to rptr for problems with eyes after lasik surgery. Pt was hyperopic with astigmatism prior to surgery. A review of the records showed pt was treated with a nidek ec-5000 excimer laser. The operation sheet printed by the laser showed that a correction of +6.36 with +1.26 diopters of astigmatism was entered for treatment for the right eye. A similar parameter (both eyes hyperopic and astigmatic) was entered for the left eye. The dr and the corporate entity are using a device not FDA approved for that prescription for any procedure. Not at that time, still not at this time. Rptr asks how this laser is enabled to do these treatments in the USA and legally. The pt required another procedure in each eye and has a very steep cornea and poor vision os.